Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was inserted into the patient's right eye the surgeon noticed a scratch. Reportedly, the lens was removed and replaced during the same surgical procedure with a non-amo lens. No incision enlargement, no vitrectomy was performed, no sutures were used and no patient injury was reported. The patient was reported doing fine. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the lens was contaminated and some residual dried liquid was present. Furthermore one haptic was broken/detached. The detached piece was and not present. The optic edge was damaged and also the anterior side of the optic showed a deep scratch/damage. The customer's reported complaint was verified, however the condition of the return sample did not suggest that the deep scratch/damage was introduced during manufacturing; this was most probably due to the removal and replacement process. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.